Manufacturer narrative:
The investigation is ongoing. A supplement report will be submitted upon completion of the investigation or receipt of new information.

Event description:
The customer reported obtaining possible false negative results with the ID now covid-19 assay on various dates with eight (8) patients. This report is for patient three (3) of eight (8). The customer reported that the patient tested negative for covid-19 on (B)(6) 2024 using the ID now covid-19 assay yet had symptoms. The patient was reported to have been symptomatic for two (2) days at the time of testing. Additionally, the customer reported that the patient had received an invalid flu result the same day, which was the customer's main concern. The customer did not report if repeat or confirmation testing was performed due to the negative covid-19 result. Although requested, no additional information was obtained.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints¿ trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported obtaining possible false negative results with the ID now covid-19 assay on various dates with eight (8) patients. This report is for patient three (3) of eight (8). The customer reported that the patient tested negative for covid-19 on (B)(6) 2024 using the ID now covid-19 assay yet had symptoms. The patient was reported to have been symptomatic for two (2) days at the time of testing. Additionally, the customer reported that the patient had received an invalid flu result the same day, which was the customer's main concern. The customer did not report if repeat or confirmation testing was performed due to the negative covid-19 result. Although requested, no additional information was obtained.